Event description:
It was reported that patient said the purewick urine collection system was not suctioning with the replacement canister. Replacement for a new unit to be shipped. It was unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. Submitting the investigation details as additional information. The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. The baw is attached on the investigation overview element. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. The DHR review could not be performed without a lot number. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. Submitting the investigation details as additional information. The reported event was unconfirmed, as the product met specifications. The device did meet relevant specifications. The product was used for treatment purposes. The product did not cause the reported failure. Visual evaluation of the returned sample noticed one opened (without original packaging), pw collection system with accessories (pump tubing, collector tubing with elbow connector, collection canister with lid and an external power cord). There were no cracks present. There was no residue present on the canister. The stop valve was working properly. There were light and sound indicating function. Once the device was opened up, there was a small amount of residue on the base and the rim. Further inside, there was a small amount of residue and small amount of corrosion on the returned pcba. There was also a small amount of residue in the inner tubing next to the motor. A labeling/packaging review is not required as the reported event is unconfirmed. A DHR review is not required as the reported event is unconfirmed. Correction: d,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient said the purewick urine collection system was not suctioning with the replacement canister. Replacement for a new unit to be shipped. It was unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided.

Event description:
It was reported that patient said the purewick urine collection system was not suctioning with the replacement canister. Replacement for a new unit to be shipped. It was unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.